Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6).

Event description:
Patient 1/5: there have been several complaints of the device not recording correctly. The customer reported persistent and inconsistent sedline psi/sef readings (falsely low or fixed values, prolonged lag) throughout case leading to inappropriate anesthetic titration and a specific incident where the patient awoke immediately after 500mg sugammadex with tiva running and reached for ett.